Manufacturer narrative:
Supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/18/2018 01:57 pm CT.the report number is being corrected from: 2183959-2018-61787to: 2183959-2018-61026.

Event description:
It was reported the patient had his ambicor penile prosthesis removed on unknown date due to unspecified reasons. Another manufacturer's malleable penile prosthesis was implanted. Additional information indicated the patient operated on a single cylinder of another brand (on the left side) because the right side had been infected. The physician decided to remove the one he had and implant two new ams.

Event description:
It was reported the patient had his ambicor penile prosthesis removed on unknown date due to unspecified reasons. Another manufacturer's malleable penile prosthesis was implanted.